Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7083709 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 7083511 UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) and lead sites. Symptoms of headache, swelling in the low back and leg weakness were noted. The patient was admitted to the hospital and was administered an intravenous (IV) antibiotics. The physician removed all device components, and the patient was feeling much better. The explanted devices were not returned.